Event description:
It was reported the patient started shaking on their left side the day prior to this report. The patient fell yesterday, but the shaking had been occurring prior to the fall. The patient had a stomach virus since sunday. A couple weeks prior to this report, the patient had the implantable neurostimulator (ins) adjusted. The ins adjustment was part of a regular checkup. The reporter stated that sometimes at the yearly checkup they turn stimulation up and sometimes they don¿t. All three of the lights on the left side of the patient programmer were lighting up. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-04433.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: 2008-(B)(6), product type: implantable neurostimulator. Product ID: 3389s-40, lot# v087596, implanted: 2008-(B)(6), product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. Product ID: 7438, serial# (B)(4), implanted: 2008-(B)(6), product type: programmer, patient. Product ID: 3389s-40, lot# v104410, implanted: 2008-(B)(6), product type: lead. (B)(4).